Manufacturer narrative:
Product analysis summary: device returned for evaluation the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 20th distal stent wraps with struts raised. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary drug eluting stent was attempted to be used to treat a moderately calcified lesion in the mid rca. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy, i.e. The event was procedural related not device related. The patient was reported to be alive with no injury. Rsint25022x lot 0009136856 did not return for analysis. Rsint25026x lot 0009543252 was returned (pli 20).

Manufacturer narrative:
Cine image review: procedural images provided show lesions in the mid-rca. It is suggested that pre-dilation occurred as the distal lesion appears less narrow in the second. A pre-dilation balloon is delivered to the distal lesion in the rca. The images do not show the reported stent delivery without deployment that was damaged. If information is provided in the future, a supplemental report will be issued.